Event description:
During a pericardiocentesis when the dr attempted to remove the guidewire from the pericardial sac, resistance was encountered. The dr pulled both the guidewire and the catheter out together. The procedure was successfully completed with a different guidewire with no pt injury.